Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no reported adverse impact to the customer's blood glucose level. Customer consumed apple juice and went to the hospital (it was not clear if the customer went to the emergency room or was admitted to the hospital) where they were treated with two doses of dextrose and observed for more than 5 hours. The customer acknowledged that they should not have been connected to the pump during the fill tubing process. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.